Manufacturer narrative:
An investigation was performed. This complaint could not been confirmed because the complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was (B)(4). The device history record (DHR) review indicated that there was no quality issues associated with this defect mode. All DHR¿s are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to determine what could cause this event. Based on product reviews, leaking is a potential failure however without the sample it is not possible to determine a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. In-process controls such as personnel training, incoming quality acceptance testing for raw material, (B)(4) in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. As per product specification, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made to date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports that the catheter was noted to be leaking and the uvc was discontinued. A hole/slice was noted along the catheter. There was no patient injury and no medical intervention required.